Event description:
A peritoneal dialysis (pd) nurse contacted fresenius technical support to report that liberty select cycler screen was dim during ready, display brightness was set to10. The reported issue is not a result of the supplies. Tech support replaced cycler due to screen brightness issue and advised to continue use of this cycler. Patient will not perform capd/manuals, patient declined to perform capd since cycler is still usable. Time of arrival for new cycler 9/07/2023 by 8 pm. Upon follow up, it was confirmed that no injuries or adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a dim display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. There were no other visual discrepancies found during the internal inspection. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.